Manufacturer narrative:
Sc-1160(sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient felt zapping in the pocket. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21489716/5019635, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient felt zapping in the pocket. The patient underwent an explant procedure.